Event description:
A malfunction alarm identified as "malf 0" was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer was advised by technical support to switch to multiple daily injections as a backup insulin therapy. Technical support arranged for a replacement pump and instructed the caller on returning the faulty pump, including putting it into storage mode and using a pre-paid ups label for its return.